Manufacturer narrative:
The exposed portion of the soft cannula was observed to be stretched and flattened, though no fluid leaks were present. The timing and cause of the observed cannula damage could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose levels increased above 300 mg/dl after approximately 1-4 hours of wear on the leg. The patient detected the smell of insulin during wear and confirmed that the pod was leaking. The patient applied a new pod and administered a correction bolus, successfully resuming therapy. There was no medical intervention reported in relation to this event. The device was returned for investigation, and the cannula was identified to be damaged.